Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with pacemaker had syncopal episodes over the past few days. Device review found mode switch from ddd to aai due to premature ventricular contractions. There was also an alert for right atrial (ra) lead low amplitude due to low sensitivity settings programmed on the ra lead. The lead measurements looked good, and the presenting egm showed device operating as programmed. The thresholds remained unknown, and boston scientific technical services discussed to bring into the office for interrogation and programming operation. The device remains in-service. No additional adverse patient effects were reported.